Event description:
It was reported that oversensing of artifact and noise from electrocautery was observed on the cardiac resynchronization therapy def ibrillator (crt-d). It was noted that the it was likely that a magnet was not used during the procedure. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.